Event description:
Customer reportedly received result of 150 mg/dl on professional device. The following results were obtained on the advantage system within 10 minutes of the result of 150 mg/dl: 165 mg/dl, 58 mg/dl, hi (greater then 600 mg/dl). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.